Event description:
An additional footplate was received with the original complaint device for this event by the returned goods lab. The footplate had blood on and in it, and a short portion of the actuator wire was attached. The wire was separated 3mm from the foot. Subsequent to receiving the additional footplate, follow-up was sent to the site and the following information was received: this was reported as an arteriotomy closure of a tortuous right common femoral artery with two proglide devices using the pre-close technique via a 6f sheath hole prior to an abdominal aortic aneurysm repair procedure. It was noted that the patient was morbidly obese, which contributed to the complications of the procedure. Reportedly, after closing the lever on the first device, resistance was met during device withdrawal, but the device eventually came out. The second proglide was deployed, but the foot could not be closed and the device got stuck; therefore, a cutdown was performed. The actuator wire on the second device was intentionally cut to free the device from the patient anatomy. It was also discovered at that time that the posterior foot from the first device broke and was accidentally caught in subcutaneous tissue. The separated portion was removed and hemostasis was achieved during the cutdown. A clinically significant delay due to the cutdown was reported; however, there was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
This was reported as an arteriotomy closure of a tortuous right common femoral artery with a proglide device using the pre-close technique via a 6f sheath hole prior to an abdominal aortic aneurysm repair procedure. It was noted that the patient was morbidly obese, which contributed to the complications of the procedure. Reportedly, after removing the plunger, the lever was closed but resistance was met during device withdrawal. The device was stuck, therefore a cutdown was performed to remove the device. It was then noted that the footplate broke and the separated portion was removed from the subcutaneous tissue. Hemostasis was achieved via the cutdown. There was no reported adverse patient sequela. A clinically significant delay was reported due to the cutdown. Subsequent to the initially filed report, the following additional information was received: an additional footplate was received. The footplate had blood on and in it, and a short portion of the actuator wire was attached. The wire was cut 3mm from the foot. (B)(4) was created to capture the additional footplate. Further follow up with the account was conducted and the following additional information was received: this was reported as an arteriotomy closure of a tortuous right common femoral artery with two proglide devices using the pre-close technique via a 6f sheath hole prior to an abdominal aortic aneurysm repair procedure. It was noted that the patient was morbidly obese, which contributed to the complications of the procedure. Reportedly, after closing the lever on the first device, resistance was met during device withdrawal, but the device eventually came out. The second proglide was deployed, but the foot could not be closed and the device got stuck; therefore, a cutdown was performed. The actuator wire on the second device was intentionally cut to free the device from the patient anatomy. It was also discovered at that time that the posterior foot from the first device broke and was accidentally caught in subcutaneous tissue. The separated portion was removed and hemostasis was achieved during the cutdown. A clinically significant delay due to the cutdown was reported; however, there was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The entrapment is related to the case conditions and cannot be replicated in a lab environment. The production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The root cause of the reported difficulties and subsequent treatment is related to the circumstances of the procedure. In this case, it is likely that due to the patient obesity that the device broke causing the foot to remain in the open position inducing the entrapment. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Additional information: d4 - lot # added. D4 - model # added. Corrections: d1 - brand name updated. D2a - common device name updated. D3 - name updated. D3 - address, city, postal code updated.